Event description:
During use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not function. Control of pumps and safety sensors remained available through redundant local controls. A backup flow sensor was employed to monitor arterial blood flow. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.